Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reportable the patient dropped system controller along with connected 14v batteries from the open side door of their car, while it was in motion. The patient reported moderate pulling of the pump cable. As a result of the accident, both power cable connectors of the system controller were completely torn off. Battery clips were also broken. The pump seemed to remain operational, while powered by 11v internal backup battery. This was partially confirmed by the still-lit green arrows on the controller as well patient did not noticed lack of the pump support. Immediately after the incident, lcd screen of system controlled stopped working. The patient went to the left ventricular assist device (lvad) center within a few minutes after the event. The vad team replaced affected system controller as well as battery clips. The type of alarm could not be confirmed at this stage of troubleshooting because the log files could not be retrieved from damaged system controller. It was further reported that the patient already had signs of driveline infection and underwent antibacterial treatment. Treatment was a continuation of the treatment started before the described event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.